Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer¿s insulin pump was dropped the week prior. Their blood glucose was 14.4 mmol/l. The customer stated that ever since the insulin pump was dropped, the blood glucose began to elevate and the drive support cap is popping out while rewinding. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed operating current and displacement test however compromised force sensor system alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.